Manufacturer narrative:
The lead was returned for patient death. As received, only the connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-04754 and 2017865-2023-04756. It was reported that the patient had deceased due to a congestive heart failure cause. No additional information was reported.